Event description:
Problem: humidifier was used one winter season without problem. At the beginning of the second season, the humidifier ran until the water was gone. Even though the shut-off float arm was properly seated and free to move, the humidifier did not shut off as it should have. Instead, it continued to run while empty, and we awoke to the sharp smell of frying electronics. We have discontinued using it. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2013, this date is an estimate. (B)(4).